Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained clonidine [15 mcg/ml] at a dose of 9.1 mcg/day, bupivacaine [2 mg/ml] at a dose of 1.2 mg/day, and an unknown brand of morphine [16 mg/ml] at a dose of 9.7 mg/day. It was reported an alarm was heard and confirmed by telemetry. Low battery reset and safe state (all drug doses in minimum rate) occurred. The pump logs were checked as a means of troubleshooting. No patient symptoms/complications were reported.